Event description:
Customer's spouse reported via phone call, the insulin pump had alarmed motor error for several months. Customer's blood glucose was 344 mg/dl. The device had recently alarmed motor error during basal delivery while customer was watching tv. The device was not exposed to an MRI and customer does not use the sensor feature. Customer was able to complete the rewind sequence. Customer's spouse was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer's spouse agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during occlusion test due to faulty force sensor resistor. The motor was tested and it passed. The following cosmetic damage was noted: cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corners, minor scratches on the lcd window, and scratches on the reservoir tube window.